Event description:
Wound vacuum was working during an assessment, however less than two hours later when the doctor arrived to do dressing change the vacuum was not working. The physician tried plugging it into several other outlets and it would not work at all. A new vacuum was ordered and placed.